Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
The procedure was aborted. A icerod cx 90 degree needle/vl was selected for a cryoablation procedure to treat the patient's "rcc." During the procedure, 5 minutes into the first freeze, it was noted that there was insufficient ice and the iceball was too small. The physician believed the treatment was inadequate. The iceball size was insufficient on imaging. The physician aborted the procedure with the intention to reschedule at a later time. Physician felt that the lesion could have been cystic. The physician will follow-up with the patient within a month for follow-up imaging and determine further steps at that time. No patient complications were reported.